Event description:
Negative troponin I result was erroneously reported as positive. Cardiology physician reported to the lab that no significant cardiac event had occurred. Troponin I analysis repeated on these samples and corrected values were communicated to clinicians.